Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and exchange due to concern with the product. Device remains implanted.

Event description:
Patient reported right side deflation and exchange due to concern with the product. Healthcare professional reported additional "breast pain". Device has been explanted.

Event description:
Patient reported right side deflation and exchange due to concern with the product. Healthcare professional reported additional "breast pain". Device has been explanted.

Manufacturer narrative:
Corrected, additional data: b.6.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.7, g.3, h.6.

Event description:
Healthcare professional reported additional "breast pain". Device has been explanted.